Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that no patient symptoms or complications were associated with this event. Information on the patient's baseline (tici, nihss etc.), post-thrombectomy condition, number of passes made with the solitaire prior to the separation, and characteristics of the clot were unknown.

Manufacturer narrative:
Continuation of d10: product ID sab-6-30 (lot: b817744). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a solitaire ab (sab) that had resistance during delivery in a rebar 18 microcatheter. The patient was undergoing a thrombectomy procedure, which is off-label use for the solitaire ab device which is indicated for adjunctive aneurysm treatment. The patient did not have stenosis proximal to the thrombus site. Vessel tortuosity was unknown. It was reported that the devices were prepared and catheter flushed as indicated in the instructions for use (IFU). During delivery of the sab stent, there was resistance delivering the sab in the distal end of the rebar microcatheter. Despite repeated attempts, the sab could not be pushed. It was noted that there were three passes made using the sab stent and the stent separated. The microcatheter tip covered the stent proximal marker during retrieval. The pushwire was not torqued during the procedure and the physician had not attempted to detach the stent. The system was safely removed from the patient; no additional surgical or medicinal intervention was required. The sab and rebar microcatheter were both replaced to complete the procedure. No patient outcome information was reported.

Manufacturer narrative:
H3: product analysis as found condition: the solitaire ab 6-30 stent device and rebar 18 catheter were returned for analysis inside a biohazard bag and a shipping box. Damaged location details: the solitaire ab 6-30 stent finger markers were examined inside the introducer sheath. All finger markers were correctly aligned, and no damage was noted. The stent¿s working length strut was in good condition, while the non-working length strut was kinked at the teardrop strut. No irregularities were found outside the proximal marker, and the marker coil was in good condition. No bends or kinks were found on the pusher wire. The rebar 18 catheter tip and marker were examined, and no damages were found. The catheter body was in good condition. No voids or flashes were found on the catheter hub. No other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire ab 6-30 stent device cannot be used for resistance testing. The rebar 18 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and found patent. It was tested by running an in-house 0.021-inch mandrel through the catheter hub and tip without issues. Conclusion: based on the reported information and device analysis, the customer¿s ¿resistance¿ complaints were confirmed, as the returned solitaire ab 6-30 stent device¿s teardrop strut was kinked. The damage likely occurred when the user attempted to advance the solitaire ab 6-30 stent device through the rebar 18 catheter against resistance. Therefore, the root cause was that the rebar 18 catheter was incompatible with the solitaire ab 6-30 stent device, as it had a labeled inner diameter (ID) of 0.021 inches. Per the solitaire fr instructions for use (IFU): ¿solitaire ab 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.